Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The device was received with the wireclip torquer installed and the brake defeat button pressed down. The wireclip torquer was removed during initial inspection and it was confirmed that the brake defeat button was no longer pressed. The visual inspection examination revealed no damage or issues with the returned device. The rotawire used in the procedure was not returned. The test wire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place. Inspection of the remainder of the device, revealed no other damage or irregularities. B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was report that the brake did not work effectively during ablation. A 1.25mm rotapro was selected for use in an atherectomy procedure. During the procedure, the rotawire came back during the ablation even if the break-defeat button was not pressed. There was difficulty encountered when the rotawire withdraw. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
The event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was report that the brake did not work effectively during ablation. A 1.25mm rotapro was selected for use in an atherectomy procedure. During the procedure, the rotawire came back during the ablation even if the break-defeat button was not pressed. There was difficulty encountered when the rotawire withdraw. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure.